Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports physical damage to insulin pump. Customer reports that insulin pump broke at reservoir compartment and that the o ring is not protected. Customer's blood glucose was 168 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.